Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had black out on the top half. The customer reported that the screen was hard to read. The customer's blood glucose was 165 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.